Event description:
It was reported that during an unknown procedure, the clips did not come out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/4/2007. Viscous silicone. H3. Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips when tested. The instrument was noted to slow fed the clips. However, while we were unable to recreate the reported event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.